Event description:
A pt was admitted to ae for treatment for hyperglyceamia. When nurses checked his freestyle flash they found that it was set in mg/dl his previous results were also in mg/dl. The pt had given himself an overdose of insulin due to the incorrect readings; he was treated and then allowed home. The incident happened approx 2 weeks ago.